Event description:
It was reported that the customer experienced a low blood glucose reading of 72 mg/dl and ingested three glucose tablets; the spouse inquired about pausing the pump and was advised to allow the ilet to manage insulin delivery, including automatic suspension or reduction during low glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring at home without alarms. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed no device malfunction or alerts, and user guidance aligned with intended operation for low glucose management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.